Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to lifestent stent system that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. H10: b5, d4 (expiration date: 06/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement in the ipsilateral femoral artery, the stent allegedly failed to deploy and found the tip of the release system of the stent became loose. It was further reported that the procedure was complete using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to lifestent stent system that is cleared in the us. The 510k/PMA number and pro code is identified. (Expiration date: 06/2021).

Event description:
It was reported that during stent placement in the ipsilateral femoral artery, the stent allegedly failed to deploy and failure of separation between the stent and the delivery system. It was further reported that the procedure was complete with another device. There was no reported patient injury.